Event description:
It was reported that the patient was experiencing burning sensation and pain at the ipg site whether the stimulation was on or off. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively. The explanted ipg was not returned due to physicians preference.